Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager failed to open, which hindered users from accessing the medications. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager failed intermittently and the field service engineer stated that there was delay in dispensing the medications. The engineer replaced the micro switches, re-tighten wire harness connector and reset all connections. Also, checked the external pyxibus cable was secure tightly. The customer was then able to perform inventory on station and recover storage space successfully without any issues. The serial number, UDI and manufacturing date fields are kept blank since the given asset information found to be med,srm,flatoffset,12ft,lt. The system functioned as intended after the field service engineer troubleshooted the device.